Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had failed to establish bluetooth connection for pairing and device checks after few attempts of trying. The patient had no adverse consequences.

Manufacturer narrative:
Correction: upon review, the manufacturer report number (B)(4) for the implantable cardiac monitor should not have been retracted.

Event description:
New information received indicates that the app reloaded, and the patient had no adverse consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardiac monitor (icm) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.